Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
It was reported that a patient had a issue with the (08.802.013) synfix lr implant. No other additional information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Upon further review of the complaint, it was determined that this event was previously reported on complaint #(B)(4), MFR report #1719045-2009-00223. Placeholder.